Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, the physician had difficulty removing the atrial lead from the header of the pacemaker. The physician was eventually able to get the lead out by taking the setscrew out completely. The patient was stable after the procedure.